Event description:
The customer reported false negative reactions with cell #1 of biotestcell 1&2 . The customer had used a competitor's control kit. This control kit contains an anti-d. The customer had returned the supposedly defective product and the competitor's control kit that had caused false negative test results for investigational testing. The supposedly defective product was not returend in their original vials. A visual check of the returned complaint sample showed that the red cell suspension strength did not correspond to the original suspension strength. Therefore the supposedly defective product was not used for testing. The retained sample had been tested with a weak reacting anti-d. Both d positive screening cells of biotestcell 1&2 reacted correctly positively. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported false positive reactions with the reagent red blood cell #1 and a weak positive control on reagent red blood cell #1. The incident occured on the stated date of event and is sporadically reoccurring. The customer has returned the patient sample that had caused the false positive test result, and the supposedly defective product biotestcell 1,2 was returned, too. Testing in our quality control laboratory is still ongoing.